Manufacturer narrative:
Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device was showing an error code of 600 - footswitch stuck. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, the mode button was found stuck due to debris and dust around the mode button. Pairing failure was also identified. Further, there were wrong screws and broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced, this unit is deemed non-repairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. The mode button being stuck due to debris and dust around it is identified as the root cause of the reported problem of the error code 600. Improper cleaning and maintenance could have resulted in the accumulation of the observed debris and dust. With the available information, we cannot determine the root cause for the broken inserts. The defective mode button and broken inserts would have caused the device to fail while pairing. A manufacturing record evaluation was performed for the finished device lot number (1705051), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number (1705051), and no non-conformances were identified. UDI: (B)(4).

Event description:
It was reported by the sales rep that before anterior cruciate ligament (acl) surgical procedure, it was observed that the wireless footswitch device was showing an error code 600 - footswitch stuck. A like unit was used to complete the surgery with no delay and no patient consequence. During in-house engineering evaluation, it was determined that the mode button was found stuck due to debris and dust around the mode button. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.